Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess and buried bumper are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient was hospitalized for a tube change due to a local abscess infection, but without fever. The change could not be performed because the surgeon discovered the inner collar was incarcerated in the abdominal wall. In (B)(6) 2019, the patient was hospitalized for extrication of the probe and placement of a new probe through a new stoma.